Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. D10. Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID a610 (serial: unknown); product type: 0216-software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient has been interrogated with the tablet 3 times since july 2025 and upon interrogation (which takes longer than expected), there is a message that there is "no program running". When the healthcare provider (hcp) clicks ok, it appears the implantable neurostimulator (ins) has either turned off or the programming has been cleared. The patient becomes symptomatic and they have to re-enter programming. Prior to interrogation, the system is working as patient's symptoms are controlled. The hcp mentioned an older tablet was used yesterday and they do have other tablets around the office that they use interchangeably. However, this issue hasn't occurred with any other patients. The patient has legacy leads. They were not with the patient. It was reviewed that switching between clinician therapy application versions could potentially cause the programming to be wiped. The hcp didn't have the tablet available that was used with the patient yesterday.